Manufacturer narrative:
Qn#(B)(4). Per DHR the et tube, hvt, 7.0 lot # 73l2101034 was manufactured on (B)(6)2021 a total of 21,000 pieces. Lot was released on 12/13/2021. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported via medwatch report. The report states that the "patient required intubation 3 times due to cuff balloon deflating after in tubation of 2 attempts. Endotracheal tube size 7.0. Balloon cuff of 7.5 ett stayed inflated throughout surgical case without incident. Patient's o2 sats, ventilator tidal volumes, and peak pressures maintained. No adverse effects noted to patient condition during above or pacu reported. Recommend removing ett 7.0 from service with replacement 7.0 ett made available for use and/or check cuff b alloon inflation twice before use of ett in circulation." Associated MDR 3003898360-2022-00648

Event description:
Reported via medwatch report. The report states that the "patient required intubation 3 times due to cuff balloon deflating after in tubation of 2 attempts. Endotracheal tube size 7.0. Balloon cuff of 7.5 ett stayed inflated throughout surgical case without incident. Patient's o2 sats, ventilator tidal volumes, and peak pressures maintained. No adverse effects noted to patient condition during above or pacu reported. Recommend removing ett 7.0 from service with replacement 7.0 ett made available for use and/or check cuff balloon inflation twice before use of ett in circulation." Associated MDR 3003898360-2022-00648.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.